Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the blue ring of the trinkle attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the blue ring was missing from the device. Vibration is known to cause or contribute to the reported event. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the blue ring of the trinkle attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.